Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The de novo lesion was located in the moderately tortuous left circumflex artery (lcx). The lesion was moderately calcified and 99% stenosed. The apex 12mm x 1.50mm balloon catheter was advanced to the lesion for predilation. However, upon inflation, the balloon ruptured at 10atm after "approximately 10 seconds." The balloon was removed intact from the patient. The procedure was completed with another manufacturer's balloon. No patient injuries or complications were reported. The patient's status is reported as "stable." This product is only ous approved, but is similar to a marketed us device.